Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rigiflex ii balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure was performed on (B)(6) 2022. During the procedure, the balloon was difficult to advance causing the balloon tip to be bent. The procedure was completed with another rigiflex ii balloon . There were no patient complications reported as a result of this event.